Event description:
It was reported that the sensor is causing pressure ulcer on infant while the sensor was in use.

Manufacturer narrative:
The sensor involved in this event was discarded by the customer. However, a sensor sample was made available by the customer for evaluation. The returned sensor passed all testing including a visual evaluation, continuity testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. The customer indicated that the sensor was being assessed every 8 hours. A product labeling review was conducted which included reviewing the directions for use (dfu). It is indicated in the directions for use to "exercise extreme caution with poorly perfused pts; skin erosion and pressure necrosis can be caused when the sensor is not frequently moved. Assess site as frequently as every (1) hour with poorly perfused pts and move the sensor if there are signs of tissue ischemia. Sensors applied to tightly, or that become tight due to edema, will cause inaccurate readings and can cause pressure necrosis." The user has been contacted and appropriate instructions and or clarification was provided to augment training they have already received and to ensure the proper use of the device is clearly understood. Information was made available to masimo indicating that the pt's pressure ulcer has healed. During a review of a related complaint (medwatch # 2031172-2014-00010) we determined that this event should have been documented/reported. This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.